Event description:
Rptr is having a problem with the product "acuvue bifocal contact lenses" by johnson & johnson inc. The lenses, even with the gentlest of cleaning, develop scratches and cloudy areas over time. These scratches cloud the vision and make it increasingly harder to drive or operate machinery. Contact lenses are cleaned by rubbing them with special cleaning solutions and they have to be durable enough to withstand cleaning. Rptr feels the acuvue lenses need to be made much more durable.